Manufacturer narrative:
The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The company service representative examined the system and was unable to confirm or replicate any system nonconformity which may have contributed to the reported event. The company service representative performed equipment verification and performed test procedures with no problems found. The system was then tested and met all product specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported laser was not effectively cutting during flap creation. Additional information has been requested.